Event description:
Follow up information received reported that the patient was seen by the manufacturer¿s representative last week. The patient needed some re-education on the programmer unit and, after the representative turned up the amplitude on the ins from 0.75 to 1.0 and then stated that they had excellent parasthesia and relief. Impedance measurements were reported to be all within normal ranges. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 74001, lot # n206133, implanted: (B)(6) 2011, product type adapter; product ID 3987, serial # (B)(4), implanted: (B)(6) 1999, product type lead; product ID 7496-51, serial # (B)(4), implanted: (B)(6) 1999, product type extension. (B)(4).

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was working correctly but not operating as it used to be. The stimulation wasn¿t working as well as it used to be and it was low. The patient noticed the change when it just stopped working on the notified date. The stimulation change was a sudden onset with no known related accident or incident. The patient took his ¿hand device¿ and went to the pain management clinic at the hospital in racine, wi, and the health care provider (hcp) did what he could to get it working. It was noted that the hcp did not use the 8840 clinician programmer to check his device. The patient had gone to the courthouse today and was ¿wanded, but they didn¿t wand his chest¿. He didn¿t have any issues going through metal detectors because they did something that wouldn¿t impact the ins. It was about an hour later after going through the security gates that the patient noticed the change. It was noted that the battery was charged and he didn¿t see any error code messages on his patient programmer ( pp). The patient was able to press where the lead was and when he pressed on it he got more stimulation. It was noted that the ins was implanted in the chest and the lead was in the left arm going to his arm. There were no patient symptoms reported. Additional information received six days later reported that the patient cancelled his appointment. The patient will not be seen until next week.